Event description:
It was reported that there was a lead safety switch (lss) on this cardiac resynchronization therapy pacemaker (crt-p) system due to the right atrial (ra) lead pacing impedance measuring greater than 2000 ohms. Technical services (ts) reviewed device data and found inappropriately stored atrial tachy response (atr) episodes due to oversensing of myopotential noise while in the unipolar configuration from the lss. Reprogramming was advised for troubleshooting. It was noted that this patient was not pacing dependent in the ra. The ra lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this crt-p remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that there was a lead safety switch (lss) on this cardiac resynchronization therapy pacemaker (crt-p) system due to the right atrial (ra) lead pacing impedance measuring greater than 2000 ohms. Technical services (ts) reviewed device data and found inappropriately stored atrial tachy response (atr) episodes due to oversensing of myopotential noise while in the unipolar configuration from the lss. Reprogramming was advised for troubleshooting. It was noted that this patient was not pacing dependent in the ra. The ra lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this crt-p remains in service.